Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the ets flex with vascular lead was placed on the ip ligament(right) end and fired. The staple line slowly began to bleed. The surgeon fired(2) more on the right and (3) firings on the left. All (6) staple lines were bleeding. The surgeon tried many clips to control the bleeding and finally resorted to tying a purse string through both staple lines which was successful in gaining hemostasis.